Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 700 au chemistry analyzer and identified the probable cause as a defective ise buffer syringe. The customer replaced the ise buffer syringe to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high ion selective electrolyte (ise) patient results which includes sodium (na), potassium (k), and chloride (cl) patient results for five (5) patients, on their dxc 700 au chemistry analyzer. There was no report of change to treatment, injury or death associated with this event. The customer did not provide patient data or demographics.